Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the operating room for an elective device replacement. Patient was asymptomatic. During the procedure, lead fluoro was performed and externalized conductors were suspected. No other electrical anomalies were detected. The lead was connected to the new device and tested showing stable and in-range measurements. The procedure was completed without adverse event. The patient remained stable before, during, and after the procedure and will continue to be monitored.